Event description:
The customer reported that while the unit was in use on a pt the unit had low augmentation and then the "iab check catheter" alarm was displayed. It was then observed that blood had entered the device. Therapy was continued. No pt injury was reported.